Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report to be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed.

Event description:
Laparoscopic cholecystectomy - "specimen retrieval was removed from abdomen through the 11 mm subxiphoid portsite. Surgeon used a hemostat forcep to expand incision site and pull the specimen bag through the incision site. Keily clamp used and placed in the middle of bag to give leverage. Bag was the pulled apart into 2 pieces. The smaller section stuck to bottom portion of gallbladder. Surgeon removed both small piece of bag and gallbladder with clamps. Gallbladder was inflamed with stones ranging from 1cm to 2cm (total of 3 stones)."